Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34, serial #: (B)(6) , ubd: 29-jul-2023, UDI#: (B)(4). Image review: one media file was provided for review. The patient¿s executive summary was provided for anatomical review. Fluoroscopic valve load inspection was not provided; however, per the event description no misload was reported, and there was no infold during first deployment attempt. An infold is noticeable at 80% after one recapture. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. Proper action was taken by the physician. Conclusion: recapturing is a feature of the system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. The event does not indicate a failure to meet manufacturing specifications. The valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, it was reported that the fold was not evident prior to the recapture. The heavily calcified anatomy was likely a contributing factor. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once, a misload was not reported. The load was verified. A pre-implant balloon aortic valvuloplasty (bav) as performed. During the implant, the valve was recaptured once as the valve was noted to be too deep. During the second deployment, an infold was seen under x-ray. The fold was not evident prior to the recapture. It was noted that the valve did move towards the ventricle upon attempted deployments.the valve was recaptured and withdrawn. The valve was replaced. Of note, the patient had heavily calcified anatomy. No adverse patient effects were reported.